Event description:
It is reported that the coating of the cougar wire was peeling off from the device during use. The device was inspected prior to use with no issues noted. The device was prepped as per IFU. No intervention was carried out as a result of this issue. No patient injury has been reported to date.

Manufacturer narrative:
(B)(4). Results and conclusions: (investigation in progress ¿ no conclusion can be drawn).